Event description:
It was reported that the system failed to display an image. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available at this time.